Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 95 to 98 mg/dl at the time of the call. The customer stated they have a weak signal from the sensor and that the sensor was alerting the customer with false low readings. The customer declined trouble shooting the issue. The customer was advised to call the help line if the issue persists. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.